Manufacturer narrative:
A connector portion of the lead was returned in one piece measuring 11.4cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead revealed externalized conductors. The lead was capped and replaced on (B)(6) 2021. Further information was requested however, was not provided.